Event description:
This complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a calcified and very tortuous left anterior descending artery. The lesion was predilated with a 2.5x15mm non bsc balloon. A 2.5x20mm promus element stent was advanced to the lesion, but could not cross. The procedure was completed by predilating a second time and placing another promus element stent. No patient complications were reported. Patient status is listed as stable. Product analysis found stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Strut rows 1 to 6 at the distal end of the stent were stretched distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).